Event description:
Patient reported capsular contracture baker's grade iii.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: b.5, h.6. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of late seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were capsular contracture, baker grade ii, seroma-late, and patient concern about the textured implant. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side capsular contracture, baker grade ii. Healthcare professional additionally reported patient's desire for pathology testing and "fluid around the implant." Device has been explanted.